Event description:
During pump replacement due to pt choice and preference, it was observed that the intraspinal catheter exhibited leakage at several points along its length. As a result, the catheter was also explanted and replaced.